Event description:
It was reported that the haptic broke, that haptic was separated from optic when the intraocular lens (iol) was injected into the patient's eye. The broken haptic was discovered during partial loading of the lens into the eye so the iol was removed when it was stuck at the wound. Another johnson & johnson lens of different model and diopter (aab00 +20.0d) was used as the replacement. There was no delay in treatment, no medication prescribed, and no other interventions reported. There was no patient injury reported, visual acuity (va) improved, and no complications noted. It was indicated that the device is not available for return. No further information was provided.

Manufacturer narrative:
Age or date of birth: unknown/not provided. Weight: unknown/not provided. Ethnicity: unknown/not provided. Give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted; therefore, it was not explanted. Initial reporter last name: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.